Manufacturer narrative:
Serial unknown. Date of device manufacture unknown. The customer did not request service to be performed by ge healthcare. A 3rd party service at the request of the customer investigated this issue at site. The anesthesia machine was burned and damaged due to a short circuit. Cause analysis: although the exact cause of the burnt plastic smell is unknown, it is possible it was caused by a blown capacitor on the power control board. This could be caused by high voltage greater than rated being applied to the unit.

Event description:
Per (B)(4) aer database: during the anesthesia on a patient, the anesthesiologist reported that due to a short circuit, the entire operating room was powered off. The anesthesia machine had a smell of burnt plastic and could not be used. This incident did not result in any patient injury. The unit was immediately disconnected from the power source and the patient was moved to another operating room to continue the operation.